Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, a health care provider, and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported on (B)(6) 2016 that the patient was given a new system that day. The system was tested intra-operatively and the impedances were within normal range at 3v. The patient was post-operative and stimulation was turned up to 10.5v but the patient was not feeling any stimulation. Additional information received from the health care provider on (B)(6) 2016 which noted that troubleshooting was done by a manufacturer¿s representative immediately post operatively. It was unknown what actions were taken, however it was noted that the event was resolved. Additional information was received via the manufacturer representative from the patient on (B)(6) 2017 which reported that the patient was in the clinic for reprogramming and the patient was not feeling stimulation on both sides. The patient had not felt stimulation since (B)(6) 2016. An impedance test was run and all contact pairs were showing greater than 10,000 ohms except for electrode 3 which was showing greater than 7000 ohms, and electrodes 0 and 1 were showing greater than 4500 ohms. The manufacturer representative programmed the patient using just those contact pairs and the patient was still not feeling any stimulation. An electrode impedance test was run at 3 volts and it was showing greater than 25,000 ohms. The manufacturer representative had increased the stimulation up to 10.5 volts and the patient was still not feeling any stimulation. The implant was on at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the reason for the high impedances had not been found. It was decided by the patient and physician to explant the entire implantable neurostimulator (ins) system and replace with a new ins and lead. The surgery was scheduled for (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 7427v, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3998, lot# lb4143, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. Product ID 74002, lot# n373997, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: adapter. Product ID neu_siliconeanchor, product type: accessory. Product ID neu_siliconeanchor, product type: accessory. Product ID 3550-29, product type: accessory. Analysis of the ins, serial # (B)(4), found no significant anomaly as the device passed all functional testing. Analysis of the lead, lot # lb4143, found that multiple conductors were broken at the weld site, near the proximal end. It was noted that all conductors were broken at the bend near the distal end as well. Analysis of the extension, serial # (B)(4), found that the connector crimp was corroded at the distal end. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.